Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad issue. The teflon pad was inspected and found it separated and missing a portion, exposing metal underneath. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. Based on similar reported events and the device evaluation findings, the cause for the reported teflon pad damage could be attributed to the operator¿s technique when insufficient or no tissue is between the probe and jaw when the device is activated. The device instruction manual contains several warning statements to prevent this type of teflon pad damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.¿

Event description:
Olympus was informed that during a total hysterectomy by laparoscopy procedure, the teflon pad was found burned. There was no patient injury reported. The procedure was completed with a similar device.